Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. (B)(6).

Event description:
The customer reported (16) sixteen false positive results with the ID now covid-19 assay performed on (B)(6) 2021. No confirmation testing was provided. No additional individual patient information has been provided, including patient(s) treatment and outcome.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159542 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m159542 , test base part number 190-430 / lot m159542. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159542 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is that substances in the sample itself may have interfered with the reaction.